Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hypoglycemia. The customer blood glucose level was 45 mg/dl at the time of incident. The customer was treated with food for low blood glucose level. Customer stated that insulin pump was overheated. Customer declined to troubleshoot as they said that it was due to insulin pump setting. The insulin pump will not returned for analysis.